Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for low blood glucose levels. Customer felt that the basal rate was set too high. Tech assisted the customer in lowering the basal rate. Nothing further reported.